Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The returned device was inspected and there were no abnormalities. The 5s parameters were within specification. The data logs confirmed placement signal not reliable alarms. A pattern for an oscillating contrast failure was observed. Upon review of the data logs and returned pump, it is apparent that the console is the potential cause of the issue. Please refer to complaint#: (B)(4) for an investigation into the console.

Event description:
The complainant reported that an implanted impella 5.5 pump experienced a loss in placement signal during patient support. No interruption in support occurred as a result of the loss in signal. Despite this, support continued, and no known patient harm or injury was reported.